Event description:
The customer reported the generation of one (1) erroneous low ion selective electrodes (ise) patient result on (B)(6) 2024, for sodium (na), potassium (k) and chloride (cl), involving the au480 clinical chemistry analyzer. The erroneous result was reported outside the laboratory and later amended. The customer indicated a total of five (5) patient results were corrected. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event. The customer provided example of false result. Note: this event will address the patient result corrected for (1) patient with erroneous results on (B)(6) 2024. The four (4) other corrected patient results with erroneous result from event date of (B)(6) 2024, will be addressed on beckman coulter internal identifier case (B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and suspected that the buffer valve may have contributed to the inconsistent ise (ion selective electrode) results. The failure mode is multiple hardware. The fse replaced the buffer valves, buffer syringe, and sample syringe which resolved the issue. The fse verified system performance successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4). Erroneous result for event date of (B)(6) 2024, will be addressed on beckman coulter internal identifier case (B)(4).